Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge only and resumed insulin to address the issue. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.